Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed broken antenna coil wires and a dented bottom cover. In addition, the electrode was severed along the lead and the silicone was damaged along the flange prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy revealed cracked conductive epoxy at the feedthru pin connections on some pins. The impedance measurement across these connections did not reveal any increased impedance. This device had broken antenna coil wires. A corrective action was implemented. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.